Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they had contacted their hcp regarding the pain down their leg, numbness from the knee down, ins sticking out and being much more easily visible under the skin than it used to be, and tenderness. It was unknown if the pain and numbness were related to the device/therapy. It was unknown if the device was pressing on a nerve. It was unknown if the device/therapy led to the need for physical therapy. When asked to clarify the statement ¿the ins was sticking out and easily visible under the skin, much more than it used to be¿ the patient said that migration was confirmed. Cause was determined but they were not sure what the likely cause was. The device was to be removed on (B)(6).

Event description:
Additional information was received from the patient. They reported that the device caused them sharp pains and the area where it was implanted felt hot. It was removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been having pain down their leg and were almost numb from the knee down for a couple weeks. They were receiving physical therapy for this, and their therapist recommended they ask if this could be related to the device pressing on a nerve. The patient also reported their ins was sticking out and easily visible under the skin, much more than it used to be. It was painful and tender at times. They denied any falls or traumas or medical procedures that may have affected the implanted system. Possible risks of overstimulation were reviewed, and it was recommended they turn the device off if they suspected the pain was related to it. It was also recommended they follow up with their managing physician to further evaluate the symptoms at the ins site as well.